Manufacturer narrative:
Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corp that a leveen needle electrode was to be used during a radio frequency ablation (rfa) procedure performed on (B) (6) 2009. According to the complainant, while inspecting the device prior to the procedure, the physician noticed that the needle was broken at the shaft. The procedure was completed with another leveen needle electrode device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be ok.